Manufacturer narrative:
Without the return of the product, no definitive conclusions can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from the annals of thoracic surgery journal entitled ¿right ventricular outflow tract reconstruction with the contegra bovine jugular vein conduit: a word of caution.¿ between april 2001 and december 2002, this article looks at 29 p ediatric patients who underwent rvot reconstruction with the contegra bovine jugular vein conduit. Seventeen patients underwent primary repair, 8 had prior homografts, and 4 had other previous operations. Operative complications included bleeding in two patients, cerebral infarction (cva) in the area supplied by the left medial cerebral artery resulting in a minor neurologic deficit with one patient, two patients were noted to have sepsis, two patients required reintubation, one patient was noted to have a pericardial effusion and one patient with a pleural effusion both requiring drainage, and pneumothorax requiring chest tube insertion in a patient. One patient with double outlet right ventricle (dorv), severe pulmonary stenosis, and hypoplastic pulmonary artery branches which required extracorporeal membrane oxygenation (echmo) for right ventricular dysfunction. There were three early contegra conduit related adverse events. In two patients thrombus formation at the conduit valve leaflets was detected by routine echocardiography. Medication (anticoagulants) was prescribed and the patient recovered. There was one reoperation required due to severe conduit regurgitation which was noted on an echocardiogram. Reoperation was done by explanting the conduit and replacing with another medtronic device. It was noted that the patient had severe stenosis and fibrinous layer that completely covered the inner conduit wall. One permanent pacemaker implanted 31 days post implant due to intermittent atrio-ventricular (av) block. Eleven patients had gradient less than or equal to 30mm hg; one patient had a gradient of 40mm hg; four patients had an increase of a conduit gradient less than 20mm hg and two patients less than 40mm hg. Two of the patients required balloon dilation. Seven months postoperatively, echocardiography detected a fluid accumulation around the contegra conduit that was confirmed by magnetic resonance imaging (MRI). Drainage inserted under computed tomographic (CT) imaging revealed an unspecific inflammatory fluid. Seven months later pseudoaneurysm formation with blood inflow at the proximal and outflow at the distal anastomosis was seen in echocardiography. It was noted that this was the only conduit related complication and the patient was rescheduled for reoperation. It is unknown if the surgery took place and or what intervention was exactly done. No other adverse patient effects were reported. Citation: authors: andreas r. Tiete, md, jo¨ rg s. Sachweh, md, ulrich roemer, md, rainer kozlik-feldmann, md, bruno reichart, md, and sabine h. Daebritz, md journal name: the annals of thoracic surgery year: 2004 issue#: 77:2151¿ 6 title of article: right ventricular outflow tract reconstruction with the contegra bovine jugular vein conduit: a word of caution literature reference: doi:10.1016/j.athoracsur.2003.12.068.

Manufacturer narrative:
Attempts to contact the article¿s author contact have been unsuccessful to date. The article concluded that contegra conduits are an alternative to homografts for right ventricular outflow tract reconstruction with a risk of thrombus formation in small infants that may require prophylactic anticoagulation. Patients with systemic right ventricular pressure require close observation. The reported clinical observations are known adverse events. A device history records review could not be performed as the serial numbers were not provided. Based on the limited information received, a root cause of the adverse events cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.